Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, bunched, stretched and lifted from the stent profile. The crimped stent was detached from balloon and returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01471. It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and mid left anterior descending (lad) artery. After a guide wire crossed the lesion, an opticross imaging catheter was advanced but failed to cross the lesion. Pre-dilatation was then performed with a 1.5x15 non-bsc balloon and the wire was subsequently exchanged to a rota wire floppy and ablation was performed with a 1.5mm burr. Intravascular ultrasound (ivus) was then performed and a 2.5x15 non-bsc balloon was used to pre-dilate the lesion. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was then used but the stent still could not cross the lesion. When the device was pushed several times to attempt to cross the lesion, strong resistance was encountered. The physician decided to perform pre-dilatation again and tried to remove the stent from the patient, but the stent got dislodged in the proximal lesion. There was no contact with the device and the tip of guide extension catheter. The physician did not feel the resistance when removing the device. The dislodged stent was removed from the patient using a snare. Subsequently, the guiding catheter was exchanged to a 7f non-bsc guide catheter and pre-dilatation was performed again. A 3.0x33 non-bsc stent was then deployed in the proximal to mid lad. After that, a 24x2.25mm synergy drug-eluting stent was deployed in the first diagonal and the procedure was completed. No patient complications were reported and the patient's status was good. However, two days post procedure, the patient developed cerebral and spinal cord infarction.

Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01471. It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and mid left anterior descending (lad) artery. After a guide wire crossed the lesion, an opticross imaging catheter was advanced but failed to cross the lesion. Pre-dilatation was then performed with a 1.5x15 non-bsc balloon and the wire was subsequently exchanged to a rota wire floppy and ablation was performed with a 1.5mm burr. Intravascular ultrasound (ivus) was then performed and a 2.5x15 non-bsc balloon was used to pre-dilate the lesion. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was then used but the stent still could not cross the lesion. When the device was pushed several times to attempt to cross the lesion, strong resistance was encountered. The physician decided to perform pre-dilatation again and tried to remove the stent from the patient, but the stent got dislodged in the proximal lesion. There was no contact with the device and the tip of guide extension catheter. The physician did not feel the resistance when removing the device. The dislodged stent was removed from the patient using a snare. Subsequently, the guiding catheter was exchanged to a 7f non-bsc guide catheter and pre-dilatation was performed again. A 3.0x33 non-bsc stent was then deployed in the proximal to mid lad. After that, a 24x2.25mm synergy drug-eluting stent was deployed in the first diagonal and the procedure was completed. No patient complications were reported and the patient's status was good. However, two days post procedure, the patient developed cerebral and spinal cord infarction.